Event description:
It was reported that the customer's blood glucose reading was 482 mg/dl and was treated with injections. Customer stated that when giving insulin with the insulin pump the blood glucose readings seem to continue to go up. Customer reported symptoms of nausea, stomach pain and headaches. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was performed and passed. Customer also noticed air bubbles in the cannula. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.